Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was an attempt implant. During the procedure, high out of range pacing impedance measurements with high pacing thresholds were noted. No adverse patient effects were reported. This lead has not been returned.